Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hong j, lee sy, cha jg, lee j, kim d. Iatrogenic pulmonary artery perforation associated with 5-fr catheter manipulation during pulmonary arteriovenous malformation embolization with a vascular plug. Radiology case reports. 2022;17(3):970-973. Doi: 10.1016/j.radcr.2021.12.054. Medtronic literature review found a report of a hemothorax and right pleural effusion with atelectasis in association with concerto coil embolization. The purpose of this article was to discuss the complications of a pulmonary artery perforation during pulmonary artery arteriovenous malformation (pavm) embolization using a vascular plug and treatment using coil embolization. The authors reviewed one case of a patient treated for pulmonary artery arteriovenous malformation (pavm) using a vascular plug and concerto coil embolization. The patient was a 53 year old female. During the procedure the pulmonary artery was perforated with the 5f catheter. The vascular plug was immediately positioned proximal to the perforation and additionally coil embolization was performed to stop residual shunt flow and contrast extravasation. The article does not state any technical issues during use of the concerto coils. The following intra- or post-procedural outcomes were noted: hemothorax right pleural effusion with atelectasis well occluded pavm on 6 month follow up.